Event description:
It was reported that patient was in for routine device change out due to normal eri. Dft testing showed low lead impedance. Lead was capped and a portion returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the connector portion of the lead was returned for analysis. No anomalies were noted. Lead impedance test could not be performed due to the condition of the lead as received.